Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer stated tampon pieces were left inside her. She was diagnosed with a uti by doctor. Was prescribed the following antibiotics from doctor: ciprofloxacin; bactrim; macrobid; penicillin.